Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was taken on (B)(6) 2019 to have the lead repositioned. Issue has been resolved.